Event description:
Following a diagnostic procedure on 09/24/1997, an angio-seal device was placed. Eight hrs post deployment (and two hrs post ambulation), the pt developed a large hamatoma. A pressure dressing and a sandbag were applied. A doppler was performed which revealed no pseudoaneurysm, although visible plaque in the iliac was seen. The next day (09/25/1997) the hematoma had resolved, the pt had good pulses, and no further problems were reported. On 09/30/1997 the pt returned to the hosp with a hematoma. The pt had vascular repair and evacuation of the hematoma.